Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitants products: carto 3 system (model# fg540000 serial (B)(4)). Lasso catheter (model# d7l1015ct lot# 17700634l). Soundstar catheter (model# 10438577 serial (B)(4)). Smartablate generator (model# unknown serial# unknown). Smartablate pump model# unknown serial# unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, a pericardial effusion was detected. Pericardiocentesis was performed and yielded 900 ml of fluid form the pericardial space. Patient was stabilized and transferred to the intensive care unit (ICU) for observation. There is no information regarding extended hospitalization or patient outcome. There were no patient factors cited that may have contributed to the adverse event. Physician was reported to be uncertain as to the causality of the adverse event. Transseptal puncture was performed with an unspecified needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was on default settings. Patient received anticoagulant during the procedure with activated clotting time maintained at greater than 300 seconds. There is no information regarding spi value or catheter proximity. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.